Event description:
During an attempted left ventricular pacing lead implantation via the coronary sinus system, it was noticed on fluroscopy that approximately a 2.5cm tip of guide wire was present in a small diagonal vessel presumably from pci procedure that had taken place previously.